Event description:
It was reported that pump displayed malfunction alarm malf 06 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller in resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction reappeared, and caller acknowledged and understood instructions.